Event description:
The surgeon was using an anspach drill bit for his patient who was undergoing a spinal cord untethering on (B)(6) 2013 and the burr (bit or cutting tip) broke off as he was drilling. The surgeon was very concerned as this could have been an adverse event for the child. The packaging and bit was returned to the representative. Bit information is p-crn 1.4 mm x 12.8 mm fluted router lot #f533073672.